Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an axios placement procedure performed on (B)(6) 2024. During the procedure, the stent was fully deployed; however, the stent did not open up, causing difficulty in removing the delivery system through the axios lumen. After multiple attempts at manipulating the catheter by constantly pulling it back, the physician successfully removed the delivery system through the lumen without dislodging the stent. There was no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block b5 has been updated with the additional information received on january 20,2025.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an axios placement procedure performed on (B)(6) 2024. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the stent did not open up, causing difficulty in removing the delivery system through the axios lumen. After multiple attempts at manipulating the catheter by constantly pulling it back, the physician successfully removed the delivery system through the lumen without dislodging the stent. There was no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts. Additional information received on january 20, 2025. It was noted that during the procedure the stent did not open up but after a few times of manipulating the delivery system it was able to pull through the lumen without dislodging the stent. The stent eventually fully expanded. The physician is comfortable leaving the stent in place.